Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure. The explanted ipg will be returned for analysis.

Manufacturer narrative:
Sc-1132; sn: (B)(6). The returned ipg was analyzed and was charged fully from its hibernation and regained its functionality after being charged. A review of the patients data found no charging anomalies and it indicated that the battery depletion rate without using the stimulation was within the expected range. It passed the functional test, and an electrical test revealed normal device characteristics. With all the available information, boston scientific concludes the complaint was not confirmed.

Manufacturer narrative:
Exact date unknown, event occurred about a year ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure.